Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the non-functional and inner coil lumens. The non-functional cables were found abraded through and the polytetrafluoroethylene (ptfe) liner was also found abraded in this region. The reported event of oversensing was confirmed. The cause of the reported event is due to the external insulation abrasion in which the ptfe liner of the inner coil was abraded consistent with friction to the device can.